Manufacturer narrative:
Continued section e: phone: (B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The responses to request for further information indicate the device was not uncoiled prior to handle manipulation. Attempted handle manipulation while the device is coiled can result in increased resistance during advancement or retraction. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. This observation occurred prior to use. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During preparation for an endoscopic retrograde cholangiopancreatography, the physician selected a cook memory eight wire basket. It was reported that when the nurse tried to put the basket inside the sheath, the basket was not put inside [unable to retract the basket]. This occurred prior to patient contact; there was no patient impact.